Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). There were several target lesions located in the left main (lm) artery, proximal-left anterior descending (lad) artery and mid-lad artery. The physician used a whisper guide wire and an xb 3.5 guide catheter to access the lesion. The whisper guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed one run at low speed with no issues, but after the second run, a perforation was observed. The physician deployed multiple stents and performed multiple balloon angioplasty inflations to successfully resolve the perforation. The patient status was stable at the end of the procedure. Additional information was requested, but could not be provided to csi by the facility.